Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaws did not open after the device was inserted into the patient through a trocar for the 1st firing. The device was once removed from the patient and the jaws were opened manually. After that, a new cartridge was loaded into the same device, but the same event occurred. After all, the device was not fired for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: please clarify what is meant the jaws opened manually. Did the device open per the instructions for use? The jaws were opened by returning the closing lever to the original position by hand. When this occurred the second time was the device opened manually as well? No information. The analysis results found that the device was returned with the firing mechanism damaged, as the knife and wedges were exposed. The device was received without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. The device opened and closed without any difficulties noted. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods quality assurance (fgqa). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.